Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be that an internal hlc battery, designator bt3 from the analog pcb assembly, was no longer able to hold a charge. The failed bt3 hlc battery caused the device to not be able to remain powered on.

Event description:
The customer initially reported that their device was showing the attention and charge-pak icons. After an evaluation of the device by physio-control, it was observed that one of the internal hlc batteries would not hold a charge leading to the device no longer being able to remain powered on. There was no report of any patient use associated with the reported issue.